Event description:
It was reported that the patient experienced unspecified issues with his previous artificial urinary sphincter (aus). A surgical procedure was performed in which the previous aus was removed due to unknown reason and a new aus system consisting of a 4 cm cuff, a 3.5 cm cuff, a control pump and a 61-70 balloon was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was not working. The specific issue is unknown.